Event description:
It was reported that shaft break occurred. The target lesion was located in a highly calcified left anterior descending artery. A nc quantum apex balloon catheter was selected for use. However, as the balloon was advanced over a choice pt es, the shaft broke outside the body approximately 16 inches from the hub. The device was completely removed by simply pulling out and the procedure was completed using a different device. There were no patient complications reported and the patient was stable.